Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with an episode of hypoglycemia while using the ilet bionic pancreas, during which the device issued low and urgent low alerts and the user self-treated with oral carbohydrates including a glucerna shake, chocolate, and bread; education was provided on announcing snacks and on treating versus overtreating lows, and the user was advised to consult a healthcare professional regarding appropriate fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and user education conducted during the call. Investigation of this case revealed no device malfunction reported and no need for assistance or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear for this hypoglycemic event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.